Event description:
The gcx mounting bracket on the spacelab housing broke and the housing and the modules fell. The unit is very heavy and is located above the patient's head. The nurse was unsure of what caused the mount to break as no one was moving or touching it at the time it gave way. This is the 4th module bracket to break in the critical care unit. The mounting arms that supports the spacelab module housing broke just above the housing at the swivel point.the service rep for gcx corporation came to the facility and reinforced the connection between the arm and the monitor with plastic ties.